Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to kinks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, importance of accurate placement, proper ballooning sites. Additionally IFU states: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." Specific to this case the IFU states, "key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (greater than 60 degrees for infrarenal neck to axis of aaa or great than 45 degrees for suprarenal neck relative to the immediate infrarenal neck). Necks exhibiting these key anatomic elements may be more conducive to graft migration." The info provided was confusing; therefore, detailed event description, clarification or additional info was requested. Based on the provided info, at this time, investigation was focused on report of kink during procedure. Additionally, it appears that due to the pt's anatomy, the device was used off label, and may have lead to the kink based on the physician's comments documented in the pt/event info section of this report. A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints.

Event description:
A male pt with left common iliac had a proximal neck at more than 60 degree so not suitable for endovascular repair. The pt underwent the repair in 2009. After approaching the ipsilateral and placed the main body, the physician could not perform cannulation at the contralateral, so the physician first placed the ipsilateral iliac leg and later placed the up and over approach from ipsilateral to contralateral. The physician carried out extra ballooning at the proximal using another MFR's device and the junction of both sides of main body limb was kinked. The physician placed another MFR's stent to prevent occlusion. Pt outcome is unk as not provided by the reporter.